Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4295 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device dislocation") and uterine perforation ("metal coil perforated through serosa") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, paratubal cyst, parity 2, gravida ii, fallopian tube cyst, pelvic pain female, lasik eye surgery, wisdom teeth removal, endometrial ablation, hysteroscopy and angioedema. Previously administered products included: albuterol [salbutamol], buspirone and albuterol [salbutamol]. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total vaginal hysterectomy, bilateral salpingectomy cystscopy). At the time of the report, the device dislocation had resolved. The outcome of uterine perforation was unknown. The reporter considered device dislocation and uterine perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report. Clinical data: female pelvic pain, tubal occlusion device, mal positions, init, narcolepsy. Gross examination: uterus, cervix, bilateral fallopian tubes" the specimen is received in formalin labeled as is designated as "uterus, cervix bilateral fallopian tubes. The endometrial cavity is partially obliterated and contains gray coiled metal wires. The myometrium is coarsely trabecular and measures up to 2.4 cm in thickness and contains scattered circumscribed tan-white whorled nodules measuring up to 1.6 cm. Also present are 2 detached fallopian tubes. One fallopian tube is 4 cm long by 0.8 cm in diameter with tubal fimbria andparatubal cysts measuring up to 0.5 cm. The second fallopian tube is 5 cm long by 0.9 cm. Tubal fimbria are present and there are multiple paratubal cysts measuring up to 2.5 cm. Diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: chronic cervicitis with squamous metaplasia. Changes consistent with endometrial ablation. Leiomyomata. Bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record added. Event device dislocation, uterine perforation added. Surgical pathology report added. Product, patient & reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4295 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.